Event description:
During post market clinical evaluation of gamma 4: prospective, multicenter, follow-up study, the following was reported: ¿patient was 7 days post op right hip gamma nail, presented to the ed with an increase in pain/pressure distal to the hip incisions. Medical imaging did not reveal any findings indicating medical device issues.¿ action(s) taken: medication (tramadol, tylenol). Resolved without sequelae: 23.jun.2023.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.